Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported after gas injection into the eye, the technician released her hand from the plunger which spontaneously moved away from the eye, aspirating gas from the eye which cause a softening the eye while performing a vitrectomy with membrane peel of a macular pucker procedure. The surgeon refilled the eye to normal pressure with the syringe. The eye appeared stable and he completed the case. After the procedure, he reviewed the circumstances of the case with the technician to determine what caused the sudden hypotony. He thinks the technician was holding her gloved finger over the small hole at the base of the syringe handle during the injection of gas which created a vacuum in the chamber distal to the plunger. When the technician let go of the plunger, with her finger still plugging the hole, the plunger moved away from the eye (equalizing pressure in the 2 syringe chambers), suddenly aspirating gas from the eye. During the patient¿s first postoperative appointment, the surgeon observed a patch of intraretinal hemorrhages nasal to the optic nerve and he thinks the gas percentage was likely lower than anticipated. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
(B)(4)

Event description:
The surgeon indicated the sample was discarded and he was asked not to provide specific patient identifiers. In addition, he indicated he was not convinced of any significant negative effects on the patient¿s eye related to this episode.

Manufacturer narrative:
Additional information provided. As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. However, an intent to replicate the event with lab stock components was made. When replicating the event, the agf syringe was attached directly to the infusion line. The gas was injected into the pseudo eye while holding finger over the syringe vent hole. Consequently, a vacuum was created in the chamber distal to the plunger. When the plunger was let go, while still plugging the hole with finger, the syringe aspired gas from pseudo eye. It should be noted, during review, the vit manager reported the operator was ¿new and being trained and didn¿t realize¿ that pressure buildup was not good. This indicates the operator was unresponsive to the pressure buildup which resulted in the aspiration of gas from the eye. Root cause: the root cause of the customer's complaint appears to be the user handling. As described by the vit manager and from the recreation of the incident in lab, the user handling resulted in the described customer experience. Action taken: after a thorough investigation of this complaint, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).